Event description:
It was reported that an ilet user experienced hyperglycemia followed by hypoglycemia when the pump delivered correction doses after an unannounced snack; the user¿s glucose rose to a high level and later dropped to 48 while asleep, which they treated with oral glucose, and no device or use problem was identified. Symptoms included hyperglycemia and hypoglycemia, with the user reporting no associated physical symptoms. Outcomes included classification as a serious health impact and an unexpected medical intervention in the form of medication/oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and no specific device component implicated, and the event was categorized as an adverse event without an identified device or use problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.